Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was to be used during surgery in 2008, and upon opening the package, it was revealed that the implant was not enclosed.